Manufacturer narrative:
Internal investigation into strattice lot sp100151 included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no deviations or related non-conformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. As of 4/27/22, of the 176 devices released to finished goods for lot sp100151, 166 have been distributed with 105 reported as implanted. Based on our internal review with no remarkable findings, a relationship between the strattice and this event could not be determined. No further actions are required as a nonconformance could not be confirmed.

Event description:
It was reported through a legal event that a (B)(6) male patient underwent hernia repair surgery on or about (B)(6) 2015. During the hernia repair surgery, the surgeon implanted a strattice mesh lot sp100151-096. After surgery, the patient returned to the hospital on or about (B)(6) 2016 and was diagnosed with a recurrent hernia. On or about (B)(6) 2016 the patient underwent a mesh revision operation. As part of the revision surgery, the surgeon implanted another strattice mesh, lot no. Sp100288-057. Following the revision surgery, the patient again returned to the hospital on (B)(6) 2016, where the patient was diagnoses with a recurrent incarcerated ventral hernia. On (B)(6) 2016, the surgeon implanted a third strattice mesh, lot no. Sp100503-132. This record is associated with the first device implanted on (B)(6) 2015, lot sp100151-096. As per the reported information, there is no complaint against device lot sp100503-132.